Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).

Event description:
It was reported to boston scientific corp that during an anterior and posterior pelvic floor repair procedure using a pinnacle pfr kit, the needle popped off, and was retrieved from inside the capio device while the mesh leg was being placed through the pt's left arcus tendineus. The procedure was completed with this device, with no complications to the pt, who is reportedly "fine" post-procedure.